Event description:
Staff went to deploy the angio-seal device and noted there was no collagen on the device. The procedure turned into a manual hold, and additional tests had to be performed to rule out any artery damage. The patient had to be admitted.